Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a broken cable. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the device associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The fenestrated bipolar forceps was found with insulation damage to the conductor wire. Damage was observed near the yaw pulley exit, exposing bare wire. Insulation material appeared to be rubbed off and lifted up. No material appeared to be missing.